Event description:
It was reported that the patient underwent a replacement surgery due to an unspecified reason. The previous 3.0 cm rte was removed, and replaced with 5.0cm rte. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating the 3.0 cm rte was replaced with the 5.0 cm rte because the implant appeared too short. No patient complications were reported during the procedure.

Manufacturer narrative:
Event updated with additional information. Device code updated to code 2588. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 01:13 pm CT. The report number is being corrected from: 2183959-2018-61739 to: 2183959-2018-61038.

Event description:
It was reported that the patient underwent a replacement surgery due to an unspecified reason. The previous 3.0 cm rte was removed, and replaced with 5.0cm rte. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.